Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting a 'no device found' message on the patient controller but that the rep was able to communicate using the tablet. If the recharger is plugged into the controller then unplugged, they are able to connect with the ins and see programming. During the call the ins was at 50% charge and the controller was at 100%. The patient noted that it was taking them a long time to charge and they weren't able to get it to 100%. It took the patient 3 hours of charging for 3 days just to get to 80%, and that they were at 80% the day prior to the report. Charge quality was excellent/good for these sessions. It was reviewed that since the patient was recently implanted, the bandages etc could influence recharging times. During the call the rep unpaired and then repaired the controller and this resolved the 'no device found' error message. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient taking too long to charge and not charging to 100% was unknown. The "patient is going to charge to 100%, then attempt to charge as needed". It is unknown if the issue was resolved. No further information was reported.